Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the connecting tube had a dent. The channel cleaning brush and forceps could not inserted smoothly due to a dent on the channel tube. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the adhesive around the objective lens was peeled. The universal cord had a dent and a scratch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera bronchofibervideoscope had crushing and scratches along the image guide pipe. Inspection and testing of the returned device found that the connecting tube coating was peeling. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.